Manufacturer narrative:
(B)(4). The dexcom g4 platinum (pediatric) continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a rash on (B)(6) 2016. The sensor was inserted into the thigh on (B)(6) 2016. The rash was described as a dry, itchy, red and raised area. Rash was located on the thigh. Affected area was treated with flonase, prescribed by the patient's doctor. Date of prescription is unknown. At the time of contact, the patient was in good condition. No additional event or patient information was provided. The sensor was inserted into the thigh. The dexcom g4 platinum (pediatric) continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.